Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 1, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed a simplicity cartridge with trace amounts viscoelastic residue inside of the cartridge. Further inspection revealed cartridge tip damage. Visual inspection, of the lens, revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and lens damage was identified on the optic body. Based on the return condition of the product the complaint issue may have been the result of an inadequate amount of ovd used during loading and insertion as indicated by the very trace amount of viscoelastic residue observed in the cartridge. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had folding issue. Additional information received revealed that the lens popped out before getting in the eye. Only the cartridge tip contacted the patient's left eye. Another lens of same model and diopter (serial (B)(4)) was used to complete the procedure. There was no patient injury and no other intervention was required. The patient was doing good post-operation. No further information was provided.